Event description:
It was reported that a patient had an extended pump motor stall after a magnetic resonance imaging scan. The pump was re-interrogated and the message cleared. The logs eventually said, ¿motor stall recovered.¿ the drug in the pump was baclofen (unknown).

Manufacturer narrative:
(B)(4)